Event description:
During a follow-up, episodes of loss of capture and loss of sensing were observed on the right ventricular (rv) lead. The rv lead was replaced with a leadless pacemaker to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.